Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 40 mg/dl. The customer's current blood glucose was unknown. The customer did not experience any symptoms such as a result of low blood glucose. The customer was treated by juice and gram crackers. Troubleshooting was not performed. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be return for analysis.